Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fourth firing the knife cut into the side of the cartridge (green). This was on the patient side. The staples were partially deployed and malformed. The staples on the specimen side deployed and formed as expected. Seamguard was used on all firings. There were a total of six firings (black, black, green, green, green and green). The surgeon continued to use the same gun. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that two ecr60g cartridge reloads were received for analysis. Cartridge (a) ecr60g, k5ek21, was received inside its sterile package and in good visual conditions. Cartridge (b) ecr60g, l52n30, was received with the right side fully fired and the left side outer row fully fired, left two inner rows partially fired 1/4. In addition the cartridge body was noted to be damaged. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload (b). As additional testing, the returned cartridge reload (a) was tested for functionality in the straight position with a test ple60a test device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative photos were received. Based on the photographic evidence of the subject ecr60g cartridge staple line, the event description of unformed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue.